Event description:
Received info regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted.the customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a f/u supplemental form will be submitted.